Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarm could not be confirmed through this evaluation. It was reported mobile power unit (mpu) was identified on the recall field action list. There were reports of having alarm by the patient. Attempts were made to obtain additional information from the customer regarding the log files and product return status; however, no additional information was provided. Mobile power unit (serial # (B)(6) was unavailable for evaluation. A root cause of the atypical alarm could not be determined. Further investigation will be performed if the mpu is returned for evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was identified on the recall field action list and had received alarms. The patient noted they were having alarms. The mcs customer was to be notified on the mpu recall.